Event description:
It was reported that balloon rupture occurred. The 65% stenosed target lesion was located in the mild to moderately tortuous iliac vein. An 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilation. However, during the first inflation at 5 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.